Event description:
The suture was used during a cesarean section. Reportedly, three days post-operative, the suture broke. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.